Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and completion of treatment, as well as poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Pseudomonas is part of the normal human biota and is also found in soil and moist areas such as showers, bathrooms, sinks. Enterococcus faecalis is part of normal human intestinal flora and is most commonly associated with touch contamination events. Based on the information available, the patient¿s liberty cycler set is excluded from having a causal or contributory role in the serious adverse events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction occurred. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications.

Event description:
On 16/dec/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was in and out of the hospital for a week due to an infection at his catheter site. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient did not have an exit site infection. The pdrn stated the patient presented to the ER on 11/dec/2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1816 u/l, polymorphs = 71%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with a single dose of intraperitoneal (ip) vancomycin 1750 mg and ip ceftazidime 2000 mg daily for 5 days. The patient¿s peritoneal effluent culture result returned positive on 16/dec/2023 for enterococcus faecalis and pseudomonas aeruginosa, and the patient¿s antibiotics will continue for 21 days total. In addition, the patient was prescribed oral amoxicillin 500 mg and ciprofloxacin 250 mg twice daily for 14 days. A repeat peritoneal effluent cell count from 18/dec/2023 revealed the patient¿s wbc had decreased to 73 u/l, and the polymorphs had decreased to 34%. The patient continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2023 in stable condition. The patient is recovering from the serious adverse events and continues to utilize the same liberty select cycler at home without reported difficulty. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and completion of treatment, as well as poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was in and out of the hospital for a week due to an infection at his catheter site. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient did not have an exit site infection. The pdrn stated the patient presented to the ER on (B)(6) 2023 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (wbc = 1816 u/l, polymorphs = 71%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with a single dose of intraperitoneal (ip) vancomycin 1750 mg and ip ceftazidime 2000 mg daily for 5 days. The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2023 for enterococcus faecalis and pseudomonas aeruginosa, and the patient¿s antibiotics will continue for 21 days total. In addition, the patient was prescribed oral amoxicillin 500 mg and ciprofloxacin 250 mg twice daily for 14 days. A repeat peritoneal effluent cell count from (B)(6) 2023 revealed the patient¿s wbc had decreased to 73 u/l, and the polymorphs had decreased to 34%. The patient continued to undergo ccpd while hospitalized and was discharged on 21/dec/2023 in stable condition. The patient is recovering from the serious adverse events and continues to utilize the same liberty select cycler at home without reported difficulty. The pdrn attributed causality to the patient¿s failure to wear a mask during initiation and completion of treatment, as well as poor hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler.